Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 229c65. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transaction after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 229c65, and no non-conformances were identified. Additional information was requested and the following was obtained: the stapler was partially opened when the scrub tech hit the home button.

Event description:
It was reported that during the unknown procedure that after stapler was fired successfully on liver, it was removed from abdomen through laparoscopic trocar. The scrub tech attempted to open jaws to remove reload. The jaws only opened half way. Scrubs states, hit home button three times before jaws would open completely. The stapler was not used again. A new stapler was used to complete case.